Manufacturer narrative:
Device was discarded by the hosp. If add'l info becomes available, it will be reported on a supplemental report. Add'l devices: distal medial tibia plate ts axsos for left tibia 6 hole/l120 mm, 437206, lot: unk.

Event description:
It was reported that the pt had a fractured tibia and fibula. The surgeon installed an axsos plate on both fractures. For the fibula fracture an axsos system fibia 1/3 plate was installed using cortical screws and was fine. When the tibia fracture was addressed, the surgeon used axsos distal medial plate and the screws would not seat fully - the screws were sitting proud on the plate and could not be used in this position. The surgeon had to remove several of the locking screws and replace with 3.5 cortical screws instead and the 3.5 cortical screws worked out fine.